Event description:
A biomedical engineer (biomed) reported by telephone message received an electrical shock while performing maintenance on a mobile c-arm fluoroscopic system. It was reported that the grounding shield on a cable running between the c-arm and x-ray tube was exposed at the x-ray tube end. Presumably the biomed received the shock from the cable, although it's not clear from the report if biomed came into contact with the exposed shield or some other part of the cable. Further investigation by an authorized field service engineer revealed that the cable had been modified by the biomed and the modification resulted in a potential shock hazard. The field service engineer repaired the cable, performed leakage current and ground continuity tests, and verified proper operation of the system. No medical intervention was reported for treatment of the biomed as a result of the electrical shock.